Event description:
Related manufacturer reference number: 2017865-2021-39870. It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited noise and had insulation damage. The lead was explanted and replaced however, the 2nd lead exhibited failure to capture and failure to sense and had insulation damage. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were insulation damage, failure to sense and failure to capture. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination of the lead found the outer insulation was cut/breached/damaged at the proximal region of the lead due to damage occurring at the time of procedure. The cause of the reported event of insulation damage was due to procedural damage. The reported events of failure to sense and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. An internal short was found between the inner coil and outer coil conductor paths due to procedural damage.